Event description:
New information states that a new system was implanted on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had systemic infection. The entire system was explanted on (B)(6) 2017. The patient was in a stable condition. A new system was implanted at a later date.